Event description:
An altitude alarm was reported on the customer's pump, which caused insulin suspension. Blood glucose levels were maintained between 54-500 mg/dl, with no further information provided. The customer was advised by technical support to remove obstructions, clean the speaker holes, and reset the pump by reinserting the cartridge. After following these instructions, the pump resumed normal operation, and additional guidance was provided to prevent future altitude alarms.